Event description:
Per complaint (B)(4), during clinical procedure, components could not be seperated.

Manufacturer narrative:
Oral hygiene and bone quality are unknown. Implant and explant dates are not applicable since the product was never placed and not removed lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.